Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage was noted during failure analysis.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 496 mg/dl. The customer stated the insulin pump was not priming like normal. The customer has not received any no delivery alarms. Customer declined to troubleshoot for their high blood glucose. Customer agreed to return the insulin pump for analysis.